Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: the actual device and a photo of the sample were received for evaluation. Visual inspection of the photograph showed droplets of tpn solution on the bag. Visual inspection of the returned sample confirmed leakage of tpn solution into the outer pouch. Functional testing using tap water was performed, and a leak at the administration spike port bonding area was observed. The reported condition was verified. The cause of the condition could not be determined. However, it was most likely due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked at the administration port. This was observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.